Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, every 4th day. Discontinued), and fortum injection (1g, intraperitoneal, once a day, discontinued) for the event. The patient was discharged from the hospital on an unknown date. At the time of this report, the patient had recovered from peritonitis. Pd therapy was ongoing. No additional information is available.